Event description:
The home patient (hp) contacted baxter technical services and requested a replacement homechoice (hc) machine because he feels this hc is overfilling him in the last fill cycle. The hp states, the last fill volume is 400 ml. If the hp still feels full after therapy, he performs a manual drain. The hp reported draining up to 3100 ml of fluid after therapy was completed. There was no patient injury or medical intervention indicated at the time of the initial report. Since receiving his replacement homechoice machine, this patient stated that his therapy is going well and he has not had any further issues.